Manufacturer narrative:
Result: missing motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan had fallen off the bottom of the bed. It is unk if there was pt involvement or if there are adverse consequences to report.